Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 3 cm tumor due to colonic cancer during an intestinal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During procedure, the supporting force of the inner sheath was not enough, resulting for the stent being not able to deploy. When the stent was removed from the patient it was noted that the stent was partially deployed. The procedure was completed with another of the same device. There was no patient complications reported as a result of the event and the condition of the patient was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 3 cm malignant tumor due to colonic cancer during an intestinal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During procedure, the supporting force of the inner sheath was not enough, resulting for the stent being not able to deploy. When the stent was removed from the patient it was noted that the stent was partially deployed. The procedure was completed with another of the same device. There was no patient complications reported as a result of the event and the condition of the patient was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip code) has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: a wallflex enteral colonic delivery system was received for analysis; the stent was not returned. Visual examination of the returned device revealed that the inner sheath was kinked. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent partially deployed. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician resulted in the observed event of inner sheath kinked. However, stent partially deployed was not confirmed since there was no objective evidence to confirm the reported problem. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.